Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the main keypad assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed keypad was further evaluated in the failure analysis center. The cause of the reported issue was determined to be due to a high resistance measurement on the shock key. The average measurement over 10 key depressions came to 2.4kohms.

Event description:
The customer reported that their device did not deliver defibrillation energy to a patient when the shock button was pressed. The customer did indicate that the second and third shocks during the event were delivered to the patient successfully. The customer did not provide any additional details on the patient event. There was no known adverse effects caused to the patient as a result of the reported issue. It was later determined that the device had logged an event code at the time of the event which is related to the device failing to deliver defibrillation energy.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-11/18/2019-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-11/18/2019-001c is relevant to this reported issue.